Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('portions in my uterine wall') and embedded device ('coils are in') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity and anesthetic complication epidural (spinal injury,). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("portions in uterine wall"), back pain ("still having episodes with my back/pain"), head discomfort ("pressure in my head"), headache ("instant headache"), dizziness ("dizzy"), excessive cerumen production ("my ear wax changed its more liquid now I have to clean my erars twice a day") and muscle spasms ("psoas muscle needed to be released"). The patient was treated with surgery (tubes removed, hysterectomy) and massage therapy. Essure was removed. At the time of the report, the device breakage, embedded device, device expulsion and muscle spasms outcome was unknown and the back pain, head discomfort, headache, dizziness and excessive cerumen production had not resolved. The reporter considered back pain, device breakage, device expulsion, dizziness, embedded device, excessive cerumen production, head discomfort, headache and muscle spasms to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: back pain, pressure in head, headache, dizziness, excessive cerumen production, muscle spasm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter information added. New events added: back pain, pressure in head, headache, dizziness, excessive cerumen production, muscle spasm. Medical history added. On 23-mar-2020: process with follow up 2. Social media content received: reporter information added. On 23-mar-2020: social media content received: reporter information added. On 23-mar-2020: social media content received: reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('portions in my uterine wall') and embedded device ('coils are in') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("portions in uterine wall"). The patient was treated with surgery (tubes removed, hysterectomy). Essure was removed. At the time of the report, the device breakage, embedded device and device expulsion outcome was unknown. The reporter considered device breakage, device expulsion and embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('portions in my uterine wall') and embedded device ('coils are in') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("portions in uterine wall"). The patient was treated with surgery (tubes removed, hysterectomy). Essure was removed. At the time of the report, the device breakage, embedded device and device expulsion outcome was unknown. The reporter considered device breakage, device expulsion and embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.